Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has poor hearing performance when using the device.

Manufacturer narrative:
Conclusion: device investigation revealed a coil wire overload fracture possibly caused by an unreported trauma. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user has poor hearing performance when using the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has intermittent hearing benefit with the device. In situ measurements are indicative of a device malfunction. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has poor hearing performance when using the device. Re-implantation is planned but no date has been scheduled yet.